Manufacturer narrative:
The samples were serum. Qc has been acceptable throughout. A field service engineer (fse) was on-site on (B)(4) 2010. The fse performed preventive maintenance on the cartridge chemistry side of the instrument. The fse also replaced several hardware components. A clear root cause for this event has not been determined to date.

Event description:
Customer contacted beckman coulter inc., (bci) regarding an incorrect bun result for one patient and incorrect tg result for another patient generated by the synchron cx9 alx analyzer. The erroneous results were not reported outside of the lab. Upon repeat lower results were obtained. There was no affect to the patient or user associated with this event.